Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that a patient has not received his replacement device, and that the device¿s screen is malfunctioning. The patient uses the device to manage copd. According to the patient, during a dental cleaning, he noticed a spot on his tongue, which led to a referral to an oral surgeon. After a biopsy, he was diagnosed with squamous cell carcinoma (scc). Following this, he consulted with an ent specialist, and a surgical procedure was performed to remove one-third of his tongue and lymph nodes on the right side of his neck. The patient now undergoes check-ups every 3 to 6 months. Additionally, he has recently been diagnosed with atrial fibrillation (afib), diabetes, and suffers from severe arthritis, as well as having undergone knee replacements. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that a patient had not received his replacement device, and that the device¿s screen is malfunctioning. The patient uses the device to manage copd. According to the patient, during a dental cleaning, he noticed a spot on his tongue, which led to a referral to an oral surgeon. After a biopsy, he was diagnosed with squamous cell carcinoma (scc). Following this, he consulted with an ent specialist, and a surgical procedure was performed to remove one-third of his tongue and lymph nodes on the right side of his neck. The patient now undergoes check-ups every 3 to 6 months. Additionally, he had recently been diagnosed with atrial fibrillation (afib), diabetes, and suffers from severe arthritis, as well as having undergone knee replacements. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 32 (e32 low_pressure_support) indicates that the device is detecting insufficient pressure support, usually caused by mask leaks, blockages, or other issues preventing the device from maintaining prescribed pressures during therapy. Error code 65 (e65 stuck_encoder_a) indicates a fault related to the blower motor encoder, specifically that the encoder named "encoder_a" is stuck or does not function correctly. Error code 67 (e67 stuck_audio_pause_key) indicates that the device has detected a stuck or continuously activated audio pause button or control key on the machine¿s control panel. In addition, there was contamination from dust. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.